Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon interrogation, the implantable cardioverter defibrillator exhibited automatic mode switching episodes due to far r-wave oversensing. Programming changes were made. The patient did not experience any adverse event.